Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 25 (removed cartridge alarm) occurred. There was no impact to the user's blood glucose level. Reportedly, the user would load a new cartridge and resume insulin delivery.